Event description:
Procedure: lap chole. According to the rptr: during the case, all of the clips applied to cystic artery would shear the vessel, causing it to bleed. Total number of clips unsuccessfully applied unk. The clip applier jaws were placed around vessel prior to loading. The clips were applied with a quick full squeeze with no prior loading. There was 600cc of blood loss. Two hour delay in operating room time. There was one additional 5 mm trocar applied and one additional 11 mm trocar applied. Another device was issued and used successfully to occlude the vessels.

Manufacturer narrative:
(B)(4).